Event description:
It was reported to philips that the device experienced a defib test / pads failure during operational testing. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Manufacturer narrative:
Correction made in section d: the return to manufacturer dropdown has been updated to yes to coincide with the device being returned for bench repair/evaluation.